Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 386, 393, 328, 483 and 442 mg/dl. Customer was comparing results to another device; meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result range is less than 350 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had not been feeling well the week before; customer did not specify symptoms but stated it was related to her diabetes. Customer stated the true metrix meter results were low compared to her other device. Customer contacted her doctor who had adjusted her insulin dosage (increased). The doctor recommended to schedule a follow up appointment after the adjustment and customer has a check up appointment for next week. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/14/2023 and open vial date is 4 weeks ago. The meter memory was reviewed for previous test result history: result 1 : 386 mg/dl date:(B)(6), time: 10:37 pm fasting. Result 2 : 393 mg/dl date:(B)(6), time: pm fasting (customer couldn't see the time she stated that is too small). Result 3 : 328 mg/dl date:(B)(6), time: pm fasting (customer couldn't see the time she stated that is too small). Result 4 : 483 mg/dl date:(B)(6), time: 2:50 pm fasting. Result 5 : 442 mg/dl date:(B)(6), time: 9:48 am fasting.